Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint no current flow because the cable has come loose from the solder joint at the distal end. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed near the conductor wire-yaw pulley entry. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The damage was not found near the conductor wire-yaw pulley entry location.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no current flow on the fenestrated bipolar forceps instrument as the cable came loose from the solder joint at the distal end. The procedure was completed with a back-up device, with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a reported delay of approximately ten minutes due to the fenestrated bipolar forceps instrument exchange.